Event description:
Patient complaint of a jog experienced in right knee - mildly swollen. Revised knee right - 1/20/93 ( some loss of metal left space on right knee - per physiciann prior to revision surgery) cancellous bone screw was used asd fixation for the tibial component. When tibial component revised cancellous screw was removeddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.